Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and performed multiple interventions. The fse proactively replaced buffer valves, ise tubing and probe as part of troubleshooting. Upon further troubleshooting, the fse determined cause of the erroneous results was due to malfunctioning ise data board. The fse replaced the ise data board which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated fourteen (14) false low sodium (na), and high chloride (cl) patient results with negative anion gap. The erroneous results were reported outside the laboratory and later corrected. There was no report of change to treatment, injury, or death associated to this event. The customer provide patient data for (14) patients.